Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history report (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case. Force sensor test error appeared in event history log (ehl). The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and failed force sensor reading, at 0.00 pounds (lbs) the force reading is 0.00 lbs. And the count was at 0 ( the count should be in the 30s when the force reading at 0.00 lbs.). The root cause of the reported issue found to be the force sensor was out of calibration. Performed force sensor calibration and all functional testing which passed. A corrective and preventative action has been opened to address the report.

Event description:
It was reported that the error force sensor test failure occurred. No patient injury was reported.